Event description:
It wasreported that during a laparoscopic gastric band procedure, the jaws locked open and would not close. Another device was used to complete the case with no pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was received in good visual condition, with jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The orange indicator was noted to be beyond its intended position. A batch record review was performed and no anomalies were found during the manufacturing process.